Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: black box shows evidence of one "por" event on (B)(4) 2016 associated with the clearing of a eaw 128 replace battery alarm per normal operation. Evidence of moisture behind display lens. No battery cap returned. All testing performed with a test battery cap. Pump powers with a test battery cap. Test battery cap is unable to fully tighten and continues to spin. Battery compartment cracks observed in thread area and below grip pad. "Audio bolus" button cover is detached. Unable to verify bolus button functionality due to missing cover. During investigation a cs 064 motor error was received each time "load" was selected. Leak test shows leak at missing bolus button cover. Removed pump case. Evidence of moisture contamination throughout inside of pump including motor and power circuits. Certain steps (24hr. Basal program) fail due to cs 064 motor error when load is selected. Cs064 motor error due to internal moisture damage. A "no power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.